Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The forceps channel was clogged with a foreign object. In addition, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The curved rubber adhesive part was missing. The tip cover, operation part, insertion part, switch box, operation unit cover, up/down knob, up/down angle fixing lever, right/left knob, grip, universal cord, scope connector side of universal cord, scope connector and right/left angle fixing knob were scratched. The forceps plug cap was scraped off. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The instruction manual of pbd-v631p-0811j (single use biliary drainage stent) cautioned the stent should not retrieved through the biopsy channel and indicated the instrument damage might occur. The customer deviated from handling described in the instructional manual. The doctor stated, ¿stents from other companies can be used in the same way without any problems." The investigation concluded that the reported problem occurred due user handling. The stent was pulled into the biopsy channel while bent, which resulted in the grasping forceps getting caught. The event occurred from handling the devices in an unrecommended way; the stent was retrieved through the biopsy channel. Reasoning withdrawal of stent at retrieval felt difficult, was due to the outer diameter of stent (3.15 x 2 = f6.30mm) being bigger than the internal diameter of a biopsy channel (f3.7mm). The reason that stents were barely retrieved was because the outer diameter was reduced due to being crushed during withdrawal, since the material of stents are flexible. However, a definitive root cause could not be determined. It is presumed the stent was barely crushed during withdrawal since a lot of adherents such as bile remained inside the stent. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, when the forceps (fg-44nr-1) grasped to replace the existing stent (pbd-v631p-0811) and pulled it out from the evis lucera duodenovideoscope, the stent was kinked. Due to the kink, the forceps got caught in the channel. The subject device was successfully removed and reinserted, to allow for the stent exchange to be completed. The event occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp stent replacement) the doctor in charge pointed out stents seem to have become stiff recently and this may have caused the clogging. The doctor also feels as if the stiffness of stents makes it difficult to remove the existing stent. There was no report of patient harm associated with this event.